Manufacturer narrative:
Follow-up #1: date of submission 11/14/2013 device evaluation: the device has been returned and evaluated by product analysis on 11/04/2013 with the following findings: during investigation, a review of the pump history revealed no activity outside of normal use; the last basal delivery was on 07/25/2013; a delivery interruption was observed on 07/20/2013 due a 2 hour unacknowledged warning. The total daily dose correctly reflected the programmed basal rate. The pump powered on and displayed the verify screen. The ez-prime steps were performed correctly. The pump was paired with a test meter and was exercised with no alarms occurring. The pump passed a 29 hour flow accuracy test. Boluses were performed using ¿normal¿, ¿ez-carb¿, ¿ez-bg¿, and ¿combo¿ bolus during the duration test. The pump was found able to deliver the full amount programmed, and the history accurately recorded the bolus information. The keypad was found to be intact; all buttons responded properly. There was no defect found during the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The patient contacted animas on 07/22/2013 alleging on (B)(6) 2013, he attempted to deliver insulin via the pump and did not get the deliver on insulin. The patient reported elevated blood glucose of 450 mg/dl without significant symptoms suggestive of hyperglycemia as a result of this allegation. This reported elevated bg does not meet animas¿ criteria of a reportable adverse event. The patient reported that he administered a correction injection of an unknown amount of insulin to lower the reported high bg. The patient stated the bolus history in the pump at that time showed a normal delivery on (B)(6) 2013 of 21.2 units and does not show a cancelled bolus. On review of the bolus history for (B)(6) 2013, customer support noted the pump delivered 15 units of 21.2 units programmed for delivery. This complaint is being reported because the alleged delivery issue remained unresolved with troubleshooting.

Manufacturer narrative:
There is no adverse event associated with this complaint. The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.